Manufacturer narrative:
Investigation summary: bd received one photograph from the customer in support of this complaint. The attached photograph was evaluated and shows low draw volume level in the tube. Therefore, 20 retained samples from the bd inventory of the implicated lot number was functionally tested with no issues being observed. Bd was able to confirm customers indicated failure mode based on the photograph provided, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported while using bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes did not fill correctly. This occurred 5 times. The following information was provided by the initial reporter: the tubes are not filled correctly.